Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 jaws were damaged upon opening the package. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of tissue on the heater wire and the jaws. A visual inspection determined that the heater wire was bent and detached from the tip of the hot jaw. While we can not conclusively determine what caused the wire to bend, we can conclude that the event occurred during use. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).